Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation against resistance. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation against resistance. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, was moderately tortuous and moderately calcified. The balloon was inflated three times.

Manufacturer narrative:
Describe event or problem updated. Initial reporter facility name updated device evaluated by MFR.: returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 9mm in length and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Manufacturer narrative:
Describe event or problem updated. Initial reporter facility name updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation against resistance. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, was moderately tortuous and moderately calcified. The balloon was inflated three times.